Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized in 2006. It was reported that the patient experienced a severe insulin reaction which led to a seizure. Reportedly, this seizure caused the patient to fracture a vertebrae. The report states that the patient was admitted to the ER between 0230 and 0300 in 2006, at the ER, the patient was treated with IV valium and morphine. The patient was released that same day at 1100. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.